Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 977a290 lot# serial# (B)(4). Implanted: (B)(6) 2013. Explanted: 2(B)(6) 2016. Product type lead product ID 977a290 lot# serial# (B)(4). Implanted: (B)(6) 2013. Explanted: (B)(6) 2016. Product type lead. Analysis of the ins (s/n (B)(4)) found insignificant anomalies and the ins was functionally okay. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported the patient¿s device was explanted due to efficacy. Additional information from the manufacturer representative indicated that the patient had been reprogrammed multiple times and stimulation over pain areas was delivered and the patient previously had pain relief. The patient recovered without sequela. The patient no longer had pain relief approximately over the last 6-8 months. The patient was implanted for complex reg pain syndrome type ii.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.